Event description:
In 2002 the pt was revised. The gamma nail was found to be broken. A long gamma nail w/bone graft and 4 distal locking screws were implanted at this time. When co received the devices, the gamma nail distal screw was also found to be broken.